Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a percutaneous vertebroplasty (lumber) for osteoporotic vertebral fracture on (B)(6) 2025, the surgeon placed the access kit as per the procedure manual and then connected the synflate balloon and inflation system. When the synflate balloon was inserted into the vertebral body and inflated, inflation fluid leaked from the connection between the balloon and the inflation system and near ¿synthes mark¿ near the auxiliary wire port. It was leaking not from the connection between the synflate balloon and the inflation system, but from somewhere it clearly shouldn't be leaking. The inflation volume was less than 1cc, and the pressure meter was barely rising, but the inflation fluid spurted out forcefully in a line rather than in droplets. Even when pressure was applied, the inflation fluid continued to leak out, so proper expansion was not possible and the inflation system's meter readings became meaningless. When proper vertebroplasty was not achieved and the lot numbers were checked, the opposite side also had the same lot number, so the surgeon requested that both be exchanged for products with different lot numbers. The surgery continued using spare balloons with a different lot number. The surgery was completed successfully within 30 minutes surgical delay. Patient outcome is reported as stable. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 and h4. Corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review : product code: 03.804.701s. Lot number : 82333865. Release to warehouse date : 31. Mar. 2025. Expiration date : 01. Mar. 2027. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.